Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. Per the pdrn, the definitive cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. While there is currently no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. The liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s adverse events. Given the lack of causality and no available manufacturer investigation of the suspect device or product (discarded), there is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported a peritoneal dialysis (pd) patient had peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2020 (discharge date not provided) due to pd catheter (not a fresenius product) flow issues. The patient underwent a pd catheter revision (specifics not provided) and was found to have cloudy peritoneal effluent fluid during the procedure. A peritoneal effluent fluid culture was obtained and returned positive for staphylococcus epidermidis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg, every 5 days for 14 days. The patient is continuing to perform continuous ambulatory peritoneal dialysis (capd) while recovering from the events. The pdrn reported the patient was experiencing constipation leading up to the peritonitis event; however, it could not be determined if the constipation caused and/or contributed to the patient¿s peritonitis. The cassette used by the patient is not available to be returned because it was discarded. The cycler is expected to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indication of particulates. A 2-hour 15-minute 8500 ml simulated treatment was performed and completed without any failures or problems. A power fail recovery was successfully performed during fill 1. During fill 1 the patient line was clamped and a soft alarm - patient line is blocked occurred as intended. The cycler underwent and passed a valve actuation test, system air leak test, and voltage check. Upon opening the cassette door there were visual indications of dried fluid underneath the pump assembly. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: a2